Manufacturer narrative:
(B)(6). Investigation: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a photo was received, and it is possible observe tip breakage. DHR review: it was verified the batch record and the manufacturing date for this batch was september 16th to 18th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection at assembly process each 2 hours at 36 parts and visual inspection at packaging process each 2 hours at 1 cycle; qn review: no quality notification (qn) related to defect were observed. Maintenance review: no maintenance records related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe tip breakage. The potential cause for the problem is a barrel jam on packaging machine feeder system.

Event description:
It was reported that the tip of a bd plastipack¿ syringe was damaged. This was observed before use and there was no report of injury or medical interventions.